Event description:
It was reported that the customer received a button error alarm on her insulin pump, after possibly being exposed to sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 350 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The occlusion test could not be performed due to the keypad anomaly. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.